Event description:
It was reported that a spectrum infusion pump alarmed "system error 105". It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom "'system error 105' alarms". Review of the event history log confirmed the reported symptom. The evaluation found 3 of 6 motor mount screws to be severed, which is a known contributor to "system error 105" alarms. The motor mount screws and motor assembly were replaced.